Manufacturer narrative:
The reported events were lead migration and intermittent capture. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within product specification. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in clinic for a follow-up on (B)(6) 2026, experiencing discomfort due to pleuritic pain. Device interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold resulting in intermittent loss of capture. Chest x-ray confirmed that the rv lead had migrated. Rv output was increased prior to the lead revision procedure; the rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.